Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The flag files did note a service code 104 which indicates an sd card fault. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. During testing, it was noted that the audio was low due to a defective speaker. There is no alleged deficiency that the low audio prevented the patient from responding to the alerts. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Evidence of contamination was noted in the device evaluation and both the monitor and belt were scrapped. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids device manufacture date: monitor: 01/16/2017, belt: 10/27/2010.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly outside at the time of the event when it was 'pouring down rain'. The patient reportedly felt fine but fell to his knees and was then treated by the device. The patient reportedly had trouble getting to the response buttons. The patient's ECG data is not available during the time of the event due to an sd card fault. The patient's rhythm at the time of the shock is unknown. Evidence of contamination was noted in the device evaluation. Review of the device download data indicates that the response buttons were pressed after the event. There is no indication that the patient required medical attention following the event. The patient informed his physician 6 days after the event that the treatment occurred. The patient continued use of the lifevest.